Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that the battery voltage had an ongoing irregular pattern or discharge which could be related to an internal electrical short of the battery. Device replacement was recommended. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information indicated that this ICD was explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that the battery voltage had an ongoing irregular pattern or discharge which could be related to an internal electrical short of the battery. Device replacement was recommended. As of this time, this ICD remains in service. No adverse patient effects were reported.